Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was initiating therapy using arctic sun device. Nurse stated that the flow continued to read stopped, flow rate was 0lpm, inlet pressure was -0.5psi, circulation pump command was 100 percent, system hours were 5009 and pump hours were 4672. Nurse stated that they had trouble with flow rate last time when they used the device as well. Nurse stopped therapy, emptied, and disconnected pads. Nurse stated one pad was difficult to disconnect and they had to get assistance to remove it. Nurse had placed the device in manual mode, flow rate was 1.7lpm, inlet pressure was -6.9psi, circulation pump command was 68 percent. Mss asked nurse to connect a pad using proper technique, but they connected all 4 pads. Now the flow rate was 2.9lpm, inlet pressure was -7.2psi, circulation pump command was 95 percent. Nurse had placed the device back in automatic mode and now the flow rate was 3lpm.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "material selection - surface roughness, adhesive strength". The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review and the device history record could not be reviewed. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was initiating therapy using arctic sun device. Nurse stated that the flow continued to read stopped, flow rate was 0lpm, inlet pressure was -0.5psi, circulation pump command was 100 percent, system hours were 5009 and pump hours were 4672. Nurse stated that they had trouble with flow rate last time when they used the device as well. Nurse stopped therapy, emptied, and disconnected pads. Nurse stated one pad was difficult to disconnect and they had to get assistance to remove it. Nurse had placed the device in manual mode, flow rate was 1.7lpm, inlet pressure was -6.9psi, circulation pump command was 68 percent. Mss asked nurse to connect a pad using proper technique, but they connected all 4 pads. Now the flow rate was 2.9lpm, inlet pressure was -7.2psi, circulation pump command was 95 percent. Nurse had placed the device back in automatic mode and now the flow rate was 3lpm.